Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
During the procedure, an 8 fr balloon guide catheter (0.087" inner diameter) was utilized. The left internal carotid artery was predilated twice using an embolic protection device. The physician was able to advance the system to the target lesion and confirmed appropriate device positioning within the anatomy. The safety mechanism was disengaged, and the deployment control was advanced to the pre-release position as intended. During attempted stent deployment, resistance was encountered, and the device could not be released. The system was subsequently removed, and the procedure was completed using an alternative stent system. No patient injury or adverse clinical outcome was reported as a result of this event.